Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a patient receiving dilaudid (unknown dose and concentration) via an implantable pump for spinal pain. The patient reported that they noticed a couple months ago they weren't getting relief anymore from the pump, was in 'extreme pain', and was getting an electric shock where the catheter was. The patient stated their healthcare professional (hcp) attempted to aspirate the pump 5 times, but was unable to aspirate. Later in the call, the patient then stated the "hcp ran a dye study and 6 weeks ago or so, doctor tried 3 times but was unable to aspirate". Then, a couple days later, a nurse in the office tied to aspirate, but was unable to. The hcp suggested surgery to replace the pump. The patient stated the hcp programmed pump to reach the lowest dose on monday. The patient was calling regarding approval from their insurance and the manufacturer to replace the pump. The patient indicated the symptoms and change in therapy occurred suddenly. An email was also received from the patient that stated, "my pump quit working I've been through emptying the med".

Manufacturer narrative:
(B)(4) was added in error. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical productions: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-aug-20, additional information was received from an healthcare professional (hcp) via a manufacturer representative (rep). The cause of the failure to aspirate the cap was requested and the rep stated, "I spoke with the pump nurse and they [were] still not sure if they were in the cap". Clarification regarding the patient's electric shock was requested and the rep stated, "no one else [had] heard about any kind of electric shocks she [was] getting from the catheter". The rep indicated they would request more information the next time they see the patient. The hcp scheduled to see the patient next thursday and would be trying to aspirate again and "changing catheter if needed".

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The patient didn't feel the pump was helping so the nurse tried to aspirate with no luck. The tried to aspirate and were unable to in the office. Another aspiration/dye study was scheduled (B)(6)2018 to verify and a revision was scheduled for (B)(6) 2018 if needed. They couldn't aspirate on (B)(6) 2018 so a total catheter replacement was done on (B)(6) 2018. A partial catheter explant occurred. The spinal segment was left in as it wouldn't easily come out. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Environmental/external/patient factors that may have led or contributed to the issue was unknown. The hospital was in possession of the product and the explanted catheter was to be returned to the manufacturer for analysis. The pump administered dilaudid with concentration 5 mg/ml at a dose rate of .35. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The patient¿s weight was provided. The patient¿s medical history was indicated as having been requested but was unknown. Additional information was received from a company representative on 2018-aug-31. It was indicated that regarding the shocking, there was no clarification, the physician did not think it had anything to do with the catheter.

Manufacturer narrative:
Analysis of the catheter (sn; (B)(4)) found catheter body holes that were explant related. If information is provided in the future, a supplemental report will be issued.